Manufacturer narrative:
There was not enough sample remaining to complete the investigation. From the information provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient sample tested for elecsys tsh, elecsys ft4 ii and elecsys ft3 iii on a cobas e 801 module. The patient sample was submitted for investigation where discrepant results were identified for tsh and ft3 iii between the customer's e801 module, the centaur method and an e801 module used at the investigation site. The initial results from the customer site were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e801 module at the investigation site was 331814 with an expiration date of aug-2019.